Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) two days post implant. The patient experienced greater than 2 seconds of asystole as a result and fell and sustained a head injury. The lead was observed to have dislodged and the helix was noted to be half way retracted. An invasive procedure was performed. Difficulty was encountered with removing the lead, however, the lead was ultimately successfully explanted and replaced. No additional adverse patient effects were reported.